Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/ compromised force sensor and no delivery test. The pump had intermittent button response due to flattened act button dome switch. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's father reported via phone call that the pump had high blood glucose levels. The blood glucose at the time of the incident was 178 mg/dl. Father states customer has been having high blood glucose for two month. He removed the pump for 2 days and has been on manual injections. The customer did not have symptoms. Troubleshooting was decline, because father states the corrections have been done repeatedly and they have tried different sets. The customer's father believed the issue is with the pump. The device will be returned for analysis.